Event description:
It was reported that the ventilator did not deliver the set tidal volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: d1 - brand name: previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model #: previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing; corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date: previous manufacture date: 08/03/2020; corrected manufacture date: 07/30/2020.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer performed the following actions to check the ventilator, restarted the ventilators, changed the patient circuits, checked with multiple test lung, changed the expiratory cassette, replaced the maintenance kit and performed pre-use check, it passed. However the reported issue still persisted. When the settings are kept in adult mode, the ventilator delivers the set tidal volume accurately, but when the settings changed to pediatric mode the ventilator doesn¿t deliver the set tidal volume properly. A complete set of device logs was received. According to our technical support specialist's evaluation of the logs, the reported problem was not an actual failure, but the user has to adjust the ventilator settings to reach the target volumes. Our conclusion is that the reported issue was due to not adjusting the ventilator settings correctly.

Event description:
Manufacturer's ref: #(B)(4).